Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of unexpected power cable disconnect alarm was confirmed with the returned system controller ((B)(6)). The log file captured intermittent power cable disconnect/low voltage advisory alarm events relating to fluctuating voltage values that did not indicate a power exchange was being performed or the 14v batteries depleting. The fluctuating voltage values occurred frequently with the white power cable. The unexpected alarms occurred when the system was supported on the 14v batteries. Electrical measurements of the underlying wires within the power cables confirmed conductor breakdown. The measured values increased when the power cables were manipulated. It was noted the values were significantly higher with the wires within the white power cable and is consistent with the log file. The increased resistance across the length of the wires can affect the voltage signals and has the potential to result in unexpected alarm. The conductor breakdown appears to be related to wear and tear due to repetitive flexing during use. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller ((B)(6)) was shipped to the customer on 06jun2019. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple power cable disconnects. The controller was changed in clinic without any complications. The patient was discharged home.